Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tcr75 reload was received in good visual condition and with the proximal 10 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, after opening the package, the surgeon found one-fourth of the staples were missing. Change another reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. Picture analysis was performed; a reload was noted to have the proximal 10 drivers up without staples and the remaining drivers down. The cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample